Manufacturer narrative:
The reported events of failure to capture, low pacing impedance, and insulation damage were confirmed. As received, only the connector end of the lead was received for analysis. Visual inspection of the lead found full breach insulation degradation exposing the outer coil. The reported events were isolated to the exposure of the outer coil in the degradation region.

Event description:
It was reported, that the patient presented prior to generator exchange procedure. The physician stated, that the right ventricular lead was previously programmed, due to insulation damage. And the lead exhibited failure to capture and low pacing impedance. Insulation damage was confirmed, during procedure. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.